Event description:
The patient has been on an insulin pump for many years. The night of the unintentional insulin overdose she had changed her insulin infusion set. She was inadvertently attached the infusion set to the catheter and seems to have primed the pump (giving 10 units) into herself as opposed to letting drip out the end. She recalls not being able to get to the correct screen for the cannula fill - she says she pressed the act button approximately 4 times. This appears to have give an unintended dose of insulin. This lead to an episode of severe hypoglycemia. She was found by her system some hours later. She was unconscious. The paramedics were called. She was treated and then hospitalized due ot the severity of the event. She was discharged on mdi therapy.